Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope screen turned green. It was not confirmed when this event took place. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3. The device was returned to olympus for evaluation and confirmed the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image sensor may have been broken, leading to the subject event. The probable cause of breakage may be irregular stress to the bending section, leading to the event since damage was observed on the bending section. However, the cause of breakage was unable to be specified and therefore, a root cause was unable to be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "instructions for ltf-s190-10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image.". Olympus will continue to monitor field performance for this device.